Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf:5507. No patient involvement.

Manufacturer narrative:
Follow-up 1: device evaluation updated fields. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles , the issue reported by the customer could be confirmed. The device alarmed with tf5507 on the day of the event. The event is considered reportable as if such event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. After the replacement, no leak was observed on mixer valve test. The full software test has been completed, and the device has successfully passed all checks and calibrations, including the electrical safety test.